Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report multiple no delivery alarms. The customer's blood glucose level was 600 mg/dl. The customer treated with a manual injection. The customer stated the alarm was resolved by a complete set change. The customer declined to return the set and reservoir back for analysis. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.